Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that the device was used during an unknown procedure. The device was not firing the clips correctly, they were crooked and not lining up in the jaws. Which was causing the clips to be malformed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.